Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/16/2018, that on (B)(6) 2018 occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).